Event description:
It was reported that the patient¿s device was removed due to failure. The device was explanted on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient did have a >50% symptom reduction. The patient¿s device was rechargeable and the patient did not recharge it. Reprogramming was attempted. The cause of the event was patient non-compliance. They were re-implanted with a non-rechargeable battery. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.